Manufacturer narrative:
The reported hand piece was not returned for evaluation. One collection cassette and tubing were returned instead. The part number and lot number cannot be verified. Visual inspection found fluid in the line and in the collection cassette. The fluid was poured onto a 0.45 micron filter, the filter was then inspected to identify any possible particles. A jelly-like substance was found all over the filter and it had the appearance of organic material. Two very small dark colored particles were seen on the filter. The particles are less that 20 micron in size and could not be seen by the unaided eye.the source of the particles cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The serial number of the handpiece was not provided by the user therefore we were unable to review the manufacturing and lot records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during a phaco procedure, the surgeon saw a white particle in the patient's eye. He was able to retrieved the particle without any injury or consequences to the patient.